Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2021, a 28mm rigid saddle ring was implanted. On (B)(6) 2021, the patient experienced long episode of tachyarrhythmia. Medications were started. The patient was reported to be in stable condition. The event resolved without sequelae.

Manufacturer narrative:
An event of tachyarrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.added code 1729 atrial fibrillation. Added medical history of hypertension.

Event description:
N/a